Event description:
Patient with neck/arm pain for greater than one year and previously treated with narcotics, non-narcotics, anti-inflammatories, and steroids was randomized to acdf at c5-c6. Six and a half years post implant, patient presented with severe neck pain with evidence of pseudoarthrosis at c6-c7. Patient underwent a posterior cervical fusion at c5-c7. The original implants were not removed. Surgeon indicated it was his opinion the event was related to the type of surgery and not the implants as the level was adjacent to the index level fusion.

Manufacturer narrative:
This information was not provided. Implant was not removed. Manufacture site and manufacture date cannot be determined without a lot number. Cannot be determined without a catalog number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.